Event description:
Pt with history of pda underwent pda coill occlusion (date unk) after the procedure. Family member noticed red discoloration of urine. Eval revealed hemolytic anemia with hgb as low as 7 and neg renal w/u. Transferred to another clinic in 2005. Hgb as low as 6.1. An echo at cct 2 days later showed a probable moderate size residual leak at the area of the pda coil occlusion. The coil was removed 2 months later in the cath lab with a snare without difficulty and replaced with an amplatzer 8/6 ductal ocluder device. They did not require transfusion and was treated with oral iron for anemia. They were discharged alert and hemodynamically stable.